Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient¿s thoracic penta lead and ipg had surfaced and were exposed. The patient underwent surgical intervention where the patient¿s thoracic penta was disconnected from the ipg and replaced with a new one. The new lead was then connected to the patient¿s cervical ipg. The issue is now resolved. Reference MFR 3006705815-2017-00118 for ipg.